Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not being assigned to any area. The technical support specialist determined that users were only seeing two options upon login because the device was not assigned to any area in server. The customer was advised to contact the pyxis administrator to assign the device to the appropriate area to ensure proper access for all users. The customer acknowledged the information and tss proceeded with case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users only saw two options upon login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.